Event description:
Caller states that he found a lancet device and a meter. He reports that he was accidentally stuck by the lancet where the prior use was unknown. He went to the hospital and received a tetanus shot, hepatitis b shot, a prescription for viracept and bombiyr. He is to also take aids treatment if the owner of the device is not located. Device is not available for return. Caller did not specify what brand or what type the lancet device was.